Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of high lead impedance was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. Repositioning was attempted but not successful. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.